Manufacturer narrative:
On 9/4/2019, mentor became aware of the following: left side impacted product: catalog number: 3506504bc; lot number: 268835; and serial number: (B)(4). Right side: catalog number: 3506504bc; lot number:1005759; serial number: (B)(4). This report is for the left sided device. Date of implantation: (B)(6) 2004. The information has been updated on this form in section d a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with unknown gel implants and was presented with bilateral breast implant ruptures, and bilateral capsular contracture; baker grade unknown. The right breast was sore, achy and had burning sensation, left breast was reportedly harder than the right, hurts to take a deep breath, lump on the right breast. Biopsy was performed (B)(6)2019 and patient was informed that the lump was benign but most likely silicone granuloma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of explant is (B)(6) 2019. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - field d7 has been updated to 10/23/2019. - field h6 patient code "no code available" has been added. - field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).